Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was detected as the device was set to v-tachy mode set to value other than monitor and therapy. Attempts were made to obtain additional information but were unsuccessful. This ICD remains in service. No adverse patient effects were reported.